Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, serial# (B)(4). Implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: catheter. . Device evaluated: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
On (B)(6) 2016, information was received from a healthcare provider (hcp) regarding a male patient who was receiving an unknown drug via an implantable pump for intractable spasticity and cerebral palsy. The patient's medical history included a posterior spinal fusion on (B)(6) 2011. The patient's concomitant medications were not reported. On (B)(6) 2016-, the patient experienced a spinal wound infection and wound dehiscence near the area where the catheter entered the spinal cord. Cultures showed proteus mirabilis. On (B)(6) 2016, the pump and catheter were explanted. The patient recovered without sequela.

Manufacturer narrative:
Analysis of the catheter was revealed no significant anomalies; however, the catheter body was found to be deformed in shape and/or had an abrasion that did not affect infusion. Interrogation of the pump showed that it was being used to deliver baclofen [500.0 mcg/ml] at a rate of 3.12 mcg/day. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.